Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'performing operational check, device failed accuracy test. Rate was set to 40ml/hour and to infuse 20ml. At the completion of infusion, it only infused 14ml.' Was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed accuracy test, rate was set to 40 ml/hour and to infuse 20 ml, at the completion of infusion, it only infused 14 ml. The problem was found during biomed testing at the biomedical service department. There was no patient involvement. No additional information is available.